Manufacturer narrative:
The complaint was originally reported voluntarily by the patient's mother, via MDR report # mw5187479. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was experiencing unspecified issues with their pods. The patient ran out of pods. Blood glucose levels rose to 400 mg/dl. The patient reportedly was experiencing kidney pain, nausea, cognitive changes and decreased appetite. The patient was using insulin injection pens as backup but stated they were not working. The patient's mother reported she was going to call their endocrinologist to ask if the patient should go to the emergency room (ER). It was not reported whether the patient went to the ER or not.